Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the screen froze for twenty minutes. No adverse event or patient harm was reported.